Manufacturer narrative:
A review of the device history record for sn(B)(6) was performed from date of manufacture 01/28/2020 to present date 01/06/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device wouldn't communicate with the pcu. No patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device wouldn't communicate with the pcu. No patient involvement.